Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The axes controller, setup joints (acj). Has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. During visual inspection, fa found no issues that were related to the report issue. The acj was installed into a golden system, and the system was not able to recognize the acj. The golden system was rebooted, and the same problem re-occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the axes controller, setup joints (acj). The system was tested and verified as ready for use. As of the date of this report, the acj has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the caller informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered a non-recoverable fault 40084. The tse reviewed the system logs and confirmed the error on arm 3. The tse instructed the customer to perform a hard power cycle multiple times, but the issue persisted. The procedure was converted to traditional laparoscopic surgery. A procedure delay between 15 to 30 minutes was reported.